Event description:
It was reported that a day following the implant procedure for this implantable device, intermittent loss of capture was observed. The post-implant x-ray images were reviewed and the system positioning was confirmed to be appropriate. Additionally, there was no evidence of noisy signals nor abnormal impedance measurements. The device data was forwarded to boston scientific technical services (ts) and is currently pending review. It is likely that provocative maneuvers will be performed at the upcoming follow-up appointment, but this has not yet occurred. At this time, the device remains implanted and in-service. No adverse patient effects were reported.